Event description:
It was reported that a spectrum iq pump had an undetected upstream occlusion. This occurred during preventive maintenance testing and firmware update in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an undetected upstream occlusion could not be reproduced. Upstream occlusion testing was performed with no issue noted and the upstream sensor readings were within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.